Manufacturer narrative:
The device was requested for return and a replacement device was sent to the customer. An evaluation of the device confirmed that this complaint is related to an issue in which otherwise fully functioning pumps display a battery missing error notification, which can be caused by repetitive unplugging and plugging when the battery is fully charged. This situation can potentially lead to a therapy interruption. The user is notified of such a malfunction via an audible and visual notification and is instructed via the instructions for use to contact their healthcare provider in order to receive a replacement device.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that they experienced on-going battery charging and overheating issues with the motion negative pressure wound therapy device. The battery indicated that it was fully charged, but when they unplugged the pump and turned it off and back on, it would not function. Though the issue occurred while on a patient, there was no serious injury, the patient did not experience wound deterioration and the patient did not require consultation and/or treatment by a medical professional.